Event description:
It was originally reported that the patient experienced increased duration for charging his ins. The 8840 did not record every recharge session. It was later reported that the patient underwent a left lumbar sympathetic block on (B)(6) 2012 and a right lumbar sympathetic block on (B)(6) 2012. The patient outcome was noted as resolved without sequela on (B)(6) 2012. Additional information has been requested.

Manufacturer narrative:
Product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer; patient product ID (B)(4), serial # (B)(4), product type programmer; patient product ID (B)(4), serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3708360, serial # (B)(4), product type extension; product ID 3708220, serial # (B)(4), product type extension; product ID 3708220, serial # (B)(4), product type extension; product ID 3487a-56, lot # v320969, product type lead; product ID 3487a-56, lot # v320969, product type lead; product ID 3487a-56, lot # v320969, product type lead; product ID 3487a-56, lot # v320969, product type lead.

Event description:
Additional information received reported that the cause of the increased recharge duration was due to the patient using the neurostimulator 93% of the time with high voltage on two programs with a total of four programs all together. It was noted that a clinician checked the recharger log and noted it to be full with 12 of the 14 attempts to recharge. It was also reported that no interventions had been taken as a result of the event.